Event description:
It was reported that the tip of the twist drill broke off into the patient's shoulder. It broke off in the bone and recessed into the glenoid. The surgeon attempted to withdraw the tip but it was anchored tightly. The surgeon determined the broken piece would cause no harm to the patient.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.